Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in an unspecified artery. The physician was advancing the 3.00x24mm taxus express2 drug eluting stent delivery system to the lesion and felt resistance and removed the device. Upon removal from the body, it was observed that the stents were flared. There were no pt complications. The procedure was completed with another 3.00x24mm taxus express2 drug eluting stent delivery system. Pt's status is reported as "good".

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. The distal side of the stent was damaged on the first to eight rows with struts misaligned. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context, due to the anatomical and/or procedural factors encountered during the procedure.